Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported a volume discrepancy was noted at a refill the previous week. The expected residual volume (erv) was 3ml and the actual residual volume (arv) was 6ml. The healthcare provider attempted to refill the pump and was only able to fill with 13ml. The patient was going back to the clinic to attempt another refill. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.